Event description:
It was reported that during a vats lobectomy, a nurse loaded the ecr45w into the pse60a wrongly. Then, the device was fired on the blood vessel and the device was locked out. The device tried to be released the device with the manual override lever since the doctor felt pressed and did not treat the knife reverse switch properly. However, the device could not be released because the knife did not return the home position since the clamped tissue existed on the proximal end of the jaw. Then, the procedure was converted from a laparoscopic procedure to an open procedure. Eventually, the clamped tissue became loose from the jaws and the jaws opened while the tissue of around the jaws was being touched. The incision of the open procedure was about 15 centimeters. Another device was used to complete the case. The patient is in the hospital as of (B)(6).

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent. Additional information requested and received: what troubleshooting steps were taken to open the device? At first, the knife reverse switch was used, but it did not function properly since the doctor felt pressed. Then, although the manual override lever was used, the jaws did not open. Eventually, the tissue that was clamped at the proximal end of jaws was released while several parts of the device were moved, and jaws opened. What is the current patient status? Stable.